Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, replacement of the o2 gas module resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow, and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced part was the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).